Event description:
A malfunction alarm, specifically malfunction code 12, was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not previously reset the pump, so technical support provided information to assist with this reset, which was successful in resolving the issue. The customer was able to continue using the pump and was advised to contact support if the malfunction code reappeared, which the customer acknowledged and understood.